Manufacturer narrative:
(B)(6) PMA/510k # exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs), the basket of the ngage nitinol stone extractor does not open fully. Issue was discovered prior to the device making contact with the patient. The procedure was completed with a new basket. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Additional information: d10. Investigation evaluation: a visual inspection, dimensional verification, and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One ngage nitinol stone extractor was returned for investigation. The returned packaging confirms complaint device lot number 8634250. The device was returned with the handle in closed position and the basket formation was open. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. Functional testing determined the handle actuates the basket formation to the open position, but the basket does not fully close, it stays open 2 mm. A visual examination notes the basket formation appears flattened and the wires look stretched slightly. The fully expanded basket formation measures 1.2 cm. The sheath cover on the basket wires appears to have pulled away from the wire. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8634250. According to the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The sheath damage prevented the basket from functioning normally. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.